Event description:
A surgeon reports that following insertion of the intraocular lens (iol), it was noted that the iol was "broken". The incision was enlarged to accomodate removal and replacement of the lens.